Event description:
Event was reported to caldera medical by an attorney. Legal complaint states the patient suffered pain, pain during intercourse, urinary problems, bowel problems and erosion of mesh. Mesh product was removed due to erosion on (B)(6) 2009.